Manufacturer narrative:
Initial reporter address: (B)(6). H.6. Investigation summary: bd had not received samples, but one (1) video was provided for investigation. The video was reviewed and the indicated failure mode for fibrin was observed. Additionally, 100 retained samples were visually inspected, and no additive defects related to fibrin were found. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, three (3) samples were clotting. There was no report of serious injury, medical intervention, or reportable device malfunction.